Event description:
The field engineer reported that the snubber blew out during an arc test. When the snubber is defective, it can prevent the system from performing fluoroscopy x-ray. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The snubber board was replaced. The system was then found to be operating as intended.